Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise of the motor was measured to be 78.8°f. In addition, the rate of temperature rise was above threshold at 7.1°f/sec at the mid-motor location. Due to the rate of temperature rise the device was also evaluated by engineering. Engineering determined the motor¿s front and rear bearings were smooth when manually rotated. The front collet bearing was smooth when manually rotated. The rear collet bearing was gravelly and lubricant deficient when manually rotated. The motor rotor appeared to have some discoloration from overheating. Overall, the motor was in good mechanical condition and tested within specification electrically. No direct cause of the overheating condition could be identified. The customer¿s report of removal difficulty was confirmed at receipt of the device. It was noted an attachment was stuck on the motor. Multiple warnings are included in the ipc user manual including: heavy side loads and/or long operating periods may cause the device to overheat. D o not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position. This may result in thermal injury to the surgeon or staff. We will continue to monitor this complaint type for trends.

Event description:
Repair request initiated for device with the report of removal difficulties. It was reported that there was no patient or staff impact. Initial information indicated no medical intervention was required. The date of the event was provided, and the first name of the initial reporter was provided with contact information. Repair escalated to product event on evaluation due to overheating, above threshold. On follow up it was reported the event occurred intraoperative. The surgeon's name was provided, and the initial reporter' s full name was provided. It was confirmed this event was not reported to the (B)(6) regulatory body.